Event description:
It was reported that during a breast biopsy, the marker would not deploy. The physician was able to complete the procedure using another marker. There were no pt consequences reported.

Manufacturer narrative:
(B)(4). Clear tip sheared at distal tip. Eval summary: the analysis results found that the sheath was rec'd. The applier was rec'd w/o the collagen plug, which denotes that the marker clip was already deployed. A preliminary investigation process has been initiated to address the shearing issue. Each device is visually inspected and functionally tested during the mfg process. No conclusion could be reached based on the analysis results as to why the applier reportedly would not deploy the collagen plug with the clip during surgery. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.